Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-08243. Reference MFR report: 1627487-2013-08244. It was reported the pt was having burning pain at the ipg site, going into his groin and down the legs. The pt did not have the stimulation on for months. The pt reported he was given morphine and was to follow-up with the physician. Follow-up info reported the burning sensation had decreased, the pt had gone to the ER and was prescribed neurontin for the issue. During the appointment on (B)(6) 2013, it was reported the pt had invalid impedances on lead contacts. Pt did not feel any stimulation when it was increased and was sent for a CT scan. It was stated the pt did not want a revision.